Event description:
Nurse reported that tubing leaked chemotherapy right above the in-line filter. The nurse stated that a taxol infusion was started and 30 minutes into the infusion, the device alarmed for occlusion. She checked the tubing for kinks and occlusions. When she picked up the filter, the taxol squirted onto the wall. She stated it was leaking from the tubing right above the filter. No chemotherapy got onto her or the pt. No pt harm or medical intervention required. Pharmacy staff cleaned up the spill with a chemotherapy spill kit. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.